Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left common femoral artery, there was allegedly resistance while advancing the catheter. It was further reported that the helix was allegedly broken. Reportedly, the broken part of the device was removed by using a snare device. The procedure was completed using another treatment method. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, we received a catheter and the guide wire. The guide wire was found broken at 225 cm from the tip of it. There was also a strong kink at the kink protection. The guide wire went through the catheter with strong resistance. The test of the guide wire was not sent for investigation. Aspiration test was performed and lower aspiration level than nominal was achieved. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10:as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the common femoral artery, the helix was allegedly broken. There was no reported patient injury.